Event description:
Pt #2 of 2: report received of two pts who experienced adverse reactions during taxol infusion that the customer associated with the IV administration set. A voluntary medwatch received from the customer states: "5 minutes into taxol infusion pt developed a severe reaction including chest pain, decreased blood pressure, rapid pulse, desaturation, back pain, nausea and malaise. Taxol dose = 175mg/m2 (342mg) in 500cc ns in a glass bottle using abbott "orange" nitroglycerine tubing. (This is a new product replacing old abbott nitroglycerine "clear" tubing). D/c'ed chemo, provided o2. Did not rechallenge pt with taxol. Monitored o2 sats." Additional info received via phone call to customer: recently changed from clear IV tubing, list # 11140-48 to orange color coded IV tubing, #11140-58. Pt #2 was an impatient and had not previously received taxol. Five minutes after the start of the infusion, the pt experienced chest pain, hypotension (unspecified level), desaturation (unspecified level), back pain, nausea, and malaise. The taxol was discontinued and the pt was placed on oxygen. Pt was not rechallenged with taxol. Oxygen saturation was monitored and the pt recovered without sequelae.

Event description:
Additional pt info from customer medwatch submitted with initial medwatch: the pt was receiving a 342mg dose of taxol IV (concentration of 6mg/ml) on 12/30/1999. The pt was pre-medicated for this infusion with kytril 1mgiv, diphenhydramine 50mg po, tagament 300mg po, and dexamethasone 20mg IV.

Event description:
Pt #2 of 2: report received of two pts who experienced adverse reactions during taxol infusion that the customer associated with the IV administration set. A voluntary medwatch recieved from the customer states: "5 minutes into taxol infusion pt developed a severe reaction including: chest pain, decreased blood pressure, rapid pulse, desaturation, back pain, nausea and malaise. Taxol dose = 175mg/m2 (342mg) in 500cc ns in a glass bottle using abbott "orange" nitroglycerine tubing. (This is a new product replacing old abbott nitroglycerine "clear" tubing). D/c'ed chemo, provided o2. Did not rechallenge pt with taxol. Monitored o2 sats." Additional info received via phone call to customer: recently changed from clear IV tubing, list# 11140-48 to orange color coded IV tubing, list#11140-58. Pt #2 was an inpatient and had not previously received taxol. Five minutes after the start of infusion, the pt experienced chest pain, hypertension (unspecified level), desaturation (unspecified level), back pain, nausea and malaise. The taxol was discontinued and the pt was placed on oxygen. She was not rechallenged with taxol. Oxygen saturation was monitored and the pt recovered without sequelae.